Event description:
The patient's mother contacted animas alleging she discovered there was no power to the pump when she arrived home from work and checked on patient. At the time of troubleshooting, the patient's mother confirmed there was no visible damage to the pump's casing or battery cap. The reporter replaced the pump's battery; however, the alleged power issue remained unresolved. The patient's mother claimed the patient's blood glucose was 408 mg/dl at the time of the call with no mention of symptoms. The reporter confirmed she would correct the elevated blood glucose via syringe. The patient's reported blood glucose reading does not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred. Visual inspection revealed that the battery cap threads were stripped; the battery cap could not establish an electrical connection. A test battery cap was used to complete testing. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no further power issues occurring. A damaged battery cap is not likely to cause an adverse event, as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.